Event description:
It was reported that this patient had a concern regarding the device battery life and the patient indicated breathing concern. Despite efforts to obtain additional information it was not possible. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this patient had a concern regarding the device battery life and the patient indicated breathing concern. Despite efforts to obtain additional information it was not possible. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
Investigation summary: with the available information, boston scientific cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Labeling review: there was no evidence that the device was used contrary to product labeling. A risk review was completed and confirmed that the event of gas gauge/longevity not as expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the device complaint or problem cannot be confirmed.

Manufacturer narrative:
This report is being filed to correct the patient codes.

Event description:
It was reported that this patient had a concern regarding the device battery life and the patient indicated breathing concern. Despite efforts to obtain additional information it was not possible. No adverse patient effects were reported. The device remains implanted.